Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed loss or capture and intermittent ventricular capture on automated mode switch (ams) episodes on the right ventricular (rv) lead and pacemaker. No patient symptoms or intervention was reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-1002547 as response from the representative received confirms there's no allegation of malfunction against the right ventricular lead but rather the pacemaker as reported in 2017865-2025-1002546.